Event description:
It was reported that during iab (intra aortic balloon) therapy, the device showed the "sensor failure" message. They tried transducing the central lumen but the waveform was poor. A physician place an aline in the wrist and they connected this to the balloon pump. This resolved the issue and the pump/catheter are functioning now. There was no report of harm or injury to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA/510(k)#), g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, d7a, d10. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that sensation plus 50cc (iab) reports the "sensor failure" message. There was no report of harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.